Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, four heartstring iii devices failed to load. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-00507, 2242352-2013-01403 and 01405 for the related reports.

Manufacturer narrative:
Investigation results: a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for eval. It showed no signs of clinical usage and slight evidence of blood. A visual inspection determined that the loading device was not returned. The tension spring assembly was inside the delivery device tube. The seal was outside the delivery tube, but anchored to the tension spring assembly. The green slide lock and the white plunger were not depressed on the delivery device, the reported complaint was confirmed for failure to load. (B)(4).